Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast reconstruction primary with an unspecified mentor saline breast implant. The patient underwent removal and replacement during a capsulectomy surgery on (B)(6)2019. The reason for surgery is unknown. No device issue such as rupture was reported. The replacement device was a saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4).

Manufacturer narrative:
On oct 14 2020, additional information was received indicating the patient experienced capsular contracture baker grade unknown and deflation on the right side, which was diagnosed via mammogram. The explantation date was identified as (B)(6) 2020. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).